Manufacturer narrative:
One device was returned for repair. No physical damage was found on the device. Service history review identified no indication that the complaint was related to a service of the device within the review period. Review of event log confirmed that there was a record of the high-pressure alarm. Functional testing was performed, and the problem was not replicated. The occlusion pressure detection level was within the standard. However, it was near the lower limit of the standard. Possible defective downstream sensor or cassette product. Since the occlusion pressure detection label was near the lower limit, downstream sensor was calibrated. Function tests were performed and all passed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump is not usable due to frequent blockage alarms. The fault occurred during infusion. There was known patient involvement. No patient harm/adverse event was reported.